Event description:
Olympus was informed that during reprocessing 2 days after a therapeutic laparoscopic partial hepatectomy, the user facility staff noticed a damaged plastic insulation at the distal end of the suction/irrigation tube. A fragment/part of approx 1 x 1 mm in size was broken out and missing. It is unk when this damage occurred and whether a fragment/part fell inside the pt's body cavity during the previous procedure which was reportedly completed without any complications. No other info was provided and the current pt's condition is also unk.

Manufacturer narrative:
The suspect medical device was not yet returned to the MFR for eval/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unk. However, if the suspect medical device is returned for eval/investigation or add'l significant info becomes available, this report will be updates. Olympus submits this incident as a medical device report MDR in abundance of caution.